Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A surgical procedure was scheduled to assess the device. No additional information was reported.